Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an off table direct anterior total hip the actis broach perforated the femoral shaft, causing a troch fracture. The doctor elected to cable the femur and switch to a reclaim stem. The incision was extended. The exposure was made difficult due to the patients large abdomen. The femur was prepped with the reclaim instruments and a 15x140 stem was placed. When removing the stem from the inserter the stem threads were stripped and cross threaded. Multiple attempts where made to attach the stem extractor with the reclaim instruments and a universal extractor set. These all failed. The doctor then elected to seat the proximal body but was unable to thread the assembly tool into the stem. Surgeon elected to place the proximal body and impact it manually. The locking bolt was attempted. It was unable to thread into the stem. The doctor requested that all the threaded instruments that were used be replaced. Surgery time was extended by 2 hours.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was returned. After physical review, the allegation reported is not confirmed since the unable to assemble condition cannot be determined due to the mating device was not returned. Additionally, scratches throughout the device were found. No other issues were observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.